Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information it has been determined that the device was previously investigated on a different report. Please see medwatch report: 0001825034-2017-09965. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple mdrs were submitted for this event. Please see reports: 0001825034 - 2017 - 09947, 0001825034 - 2017 - 09760, 0001825034 - 2017 - 09965, 0001825034 - 2017 - 09966. Concomitant medical products: femoral stem, unknown part/lot, acetabular cup, unknown part/lot, femoral head, unknown part/lot, acetabular liner, unknown part/lot. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported that a patient underwent hip arthroplasty. Subsequently, the patient is being considered for a revision due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable.